Event description:
It was reported that while patient was undergoing dialysis, patient was experiencing discomfort. Previously, patient was feeling sensation from the device. Device was interrogated and found to be in reset. A successful software download was performed, and the device was restored to normal operation. Device will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.